Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. Serial number (B)(4) does not correspond to the error code reported by the customer and that the serial number for the etco2 module remains unknown. No DHR for this file, since the correct s/n is unknown. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer abe called in for help on etco2 unit has a error code 571-6241 which is the missing sensor status on the unit will need tio have the replace the microstream disposable deice or the etco2 board. (B)(4).